Manufacturer narrative:
Follow-up #1: date of submission 06/11/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/04/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The battery cap was not returned and a test battery cap was used in the evaluation. The pump powered up to a blank verify screen with the appropriate audible and vibratory features. The pump casing was opened and the display screen was found to have cracked. Due to the damaged screen, the investigation was unable to complete the remaining evaluation and the reported dim display issue was not fully investigated. Unrelated to the display issue, a crack was found in the battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display was dim and cannot be read safely. It was reported that there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.